Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged approximately 1 day post implant, and was manifested by a decrease in r wave amplitude by approximately one half. A chest x-ray was obtained, confirming the clinical observation. The physician elected to open the pocket, and successfully repositioned the lead without reported complication. No symptoms were associated with the lead dislodgement.